Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a polypectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was deployed, but the clip jaws were bent and the clip fell into patient in an open state. The clip was successfully retrieved with the use of a forceps jaws and the procedure was completed with another resolution clip device. There were no reported patient complications as a result of this event. The patient's conclusion at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a polypectomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was deployed, but the clip jaws were bent and the clip fell into patient in an open state. The clip was successfully retrieved with the use of a forceps jaws and the procedure was completed with another resolution clip device. There were no reported patient complications as a result of this event. The patient's conclusion at the conclusion of the procedure was reported to be stable.